Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 12:25 pm (gmt-4:00) added by (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 12:08 pm (gmt-5:00) added by (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The acrobat-I stabilizer blades were returned to the factory for evaluation for the reported mechanical issue (locking failure). A visual inspection was conducted. There was evidence of clinical use and no signs of blood. There were no nonconformance observed during the visual inspection. A mechanical evaluation was conducted using a reference acrobat-I stabilizer. The device was loaded onto each blade, secured and tightened at the arm with no observed difficulty. The test was performed five times for each blade with no locking failure observed. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4) 2016 12:32 pm (gmt-5:00) added by (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Corrected data: h10. The acrobat-I stabilizer blades were returned to the factory for evaluation for the reported mechanical issue (locking failure). A visual inspection was conducted. There were evidence of clinical use and no signs of blood. There were no nonconformance observed during the visual inspection. A mechanical evaluation was conducted using a reference ultima drive and acrobat-I stabilizer. Each blade was loaded onto the ultima dive, secured and locked with no observed difficulty. The stabilizer was then loaded onto the blades locked and tightened at the arm. The stabilizer remained secured to the blades and the blades secured to the drive. The devices were unlocked and disassembled with no difficulty. The test was performed five times for each blade with no locking failure observed. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2017 11:39 am (gmt-5:00) added by (B)(4). Updated sections: e1, e2, g4, g7, h2, h10. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.